Manufacturer narrative:
Additional information e3/e4 g3 h3: based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined, insufficient information. These devices are used for treatment not diagnosis. H6.

Event description:
It was reported via a legal notification that a male patient, initial left hip implanted on (B)(6) 2019, using the novation gxl hip replacement implant with a connexion gxl liner, underwent a revision procedure on (B)(6) 2022, approximately 3 years 5 months post the initial procedure. The plaintiff developed swelling, pain, difficulty walking, and a shifting of the device when laying down. No device returns anticipated due to this being a legal case. No further information.

Manufacturer narrative:
Concomitant medical products: serial #: (B)(4), category #: 186-01-56 - integrip cc, cluster 56mm, g3, serial #: (B)(4), category #: 188-01-08 - wedge plasma x/o sz 8, serial #: (B)(4), category #: 170-36-00 - biolox delta femoral head 36mm od, +0mm. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: g3/g4, h6. The following sections were corrected: d1/d2a/d2b, h6. MDR section codes updated/corrected: a, b, e, g. The most likely cause for the reported revision due to prosthesis wear in a combination of the risk factors: such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential). However, this cannot be confirmed as the devices were not returned for evaluation, and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.